Event description:
The customer obtained a non-reproducible, lower than expected tsh result from a patient sample (patient = 0.088 miu/l vs. Expected 3.13 miu/l) and a quality control fluid (qc biorad level 3= 13.08 vs. Expected 26.54 miu/l) processed on a vitros eci immunodiagnostic system. The lower than expected tsh patient result was reported from the laboratory. However, tsh testing on the same sample was repeated using the vitros eci. Additionally, a new sample tube from the patient was processed on a non-ocd instrument for tsh testing. A corrected tsh result was issued from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected tsh results were obtained from a single patient sample and a quality control fluid while using the vitros eci immunodiagnostic system. There was no indication that an instrument issue or a reagent issue contributed to the event. The assignable cause of this event is unknown. However, a pre-analytical patient sample handling issue and a pre-analytical qc fluid handling issue cannot be ruled out as potential contributing factors.